Event description:
It was reported that had the device implanted in 1995 and it did not work too well. It did not last very long and only lasted 2 years and was replaced in 1997 because it did not help the pain. It was noted that the patient never had a trial with the implant.

Manufacturer narrative:
Product ID 3888-28, lot# l35443, implanted: 1995 (B)(6); product type lead product ID 7433, serial# (B)(4), implanted: 1995 (B)(6); product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 1995 (B)(6); product type extension. (B)(4).